Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion and a code 1003, indicative for voltage too low for remaining capacity. The patient underwent surgical intervention to replace the ICD. No additional adverse patient effects were reported.